Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. No observed flecks in the surface of the implant. Voids and cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported a "defective implant." "It had small flecks identified on the back of the implant." Implant did not touch the patient and surgery was completed with a backup device.